Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a colonoscopy procedure with polypectomy on (B)(6) 2011. According to the complainant, the patient's anatomy was tortuous. During the procedure, the physician had difficulty advancing the resolution clip out of the over sheath. The clip eventually advanced out of the over sheath; however, it would not release from the catheter inside the patient. The physician had to pull the device out of the patient. They tried again to deploy the device outside the patient and the clip released without issues. The procedure was completed with another resolution clip. There were no patient complications as a result of this event. The patient's condition was reported to be "fine" post procedure.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to separate from catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.